Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support with information on how to reset the pump, and after resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code appeared again, and they acknowledged this guidance.